Event description:
It was reported that the connecting screw got stuck inside the insertion handle during a tibial nail procedure. The issue caused an approximate 10 minute surgical delay. A wrench was hooked on the screwdriver to get more torque and resolve the issue. The procedure was successfully completed without further incident. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was not reported. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The lot number was provided within the device history record results that were reported in follow-up medwatch #1. The lot number has now been added to the corresponding field in this report. Product investigation summary: one device was received in excellent condition. The device has minimal cosmetic scratches, but no observable functional damage. The threads are intact and undamaged. A visual inspection, functional test, drawing review, and device history record review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is unconfirmed. There were no issues found with the returned device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the orchid unique manufactured the cannulated connecting screw for percutaneous instruments for nails ¿ ex, p/n 03.010.404, lot # u138934, per po # (B)(4) , dated (B)(4) 2011, for (B)(4) parts. The certificate of compliance, dated (B)(4) 2011, indicated the lot conformed to specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet # (B)(4), revision ¿b¿. There were no mrrs, ncrs, or complaint-related issues that would contribute to this complaint condition. (B)(4) parts were released to the warehouse on july 25, 2011. The lot was manufactured to the synthes drawing number (B)(4), revision ¿a¿, released on (B)(4) 2008. Manufacturing site reported. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.